Manufacturer narrative:
Continuation of medical devices: 407652 lead implanted (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited poor sensing. It was also reported that the right ventricular (rv) lead had high thresholds and suspected loss of capture. Both leads were capped and replaced. No patient complications have been reported as a result of this event.